Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The patient was revised to address pain upon internal rotation. The patient's femoral stem was found to be loose as well as soft tissue changes that were metal related. Doi: (B)(6) 2008 dor: (B)(6) 2014 (right hip). Update recv'd 02/28/2014 - patient's medical records were received. Upon revision it was noted the patient had osteolytic changes around the trochanter. The part information for the patient's stem is being updated. The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records were received and reviewed by a medical professional. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.

Event description:
The patient was revised to address pain upon internal rotation. The patient's femoral stem was found to be loose as well as soft tissue changes that were metal related.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.